Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure the stylet got stuck to the lead. Troubleshooting was tried but resulted in lead damage. As a result, the lead was explanted. Post procedure, no patient¿s symptoms reported.